Event description:
It was reported that the customer was hospitalized with dka. Troubleshooting conducted, however, the customer was unable to see the line on the leadscrew in order to test its rotation. Since only one month remained on the unit's warranty the pump was replaced.